Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set up joint (suj) to solve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal suj was analyzed and in lighthouse, error 32099 was confirmed indicating that an arm frl was hit because of a half bridge driver error, reporting to the act board. Installed the distal onto a golden system where error 32099 was replicated on startup. P-values were further decoded pointing to the half bridge driver for tornado and suj wrist brake. Tested the distal on a pftp where it passed wrist brake tests but failed to unlock tornado brakes. Aba tested the act board and verified it to be the source of the fault. After testing was complete, visual inspection found no issues related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. It was concluded that the act board is the root cause for this issue.

Event description:
It was reported that prior to starting a da vinci-assisted nephrectomy surgical procedure, operating room staff contacted technical support to report a persistent recoverable error 32099 on armnet2 during setup at startup. Despite restarting the system prior to the call, the issue persisted. The technical support engineer (tse) guided the caller through a hard power cycle on the robot and exercised the universal surgical manipulator (usm) 2, but there was no change. The customer required all four arms for the procedure. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the procedure/case was done/finished robotically.